Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0a2fl, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient still had some leakage and wore (B)(6). It was stated at one time he was on a three and moved it up to a 7.5. It was also stated the patient leaks in the morning sometimes, since implant, then he is good and still drinks coffee. It was reported the patient had some leakage on and off since implant, he could be standing there brushing his teeth then have leakage. The patient was on program one and started at 2.9 then went up to 7 then 7.5. It was stated when he increased, he felt ¿like a shock¿ when it got too high. The patient was redirected to his healthcare provider. It was reported the patient still had concerns regarding their device or therapy, but was working with their doctor or representative. The patient still had leakage too often, and had an appointment in three months.

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient could feel stimulation ¿down there¿ in his scrotum area but still had leakage. The leakage had occurred since implant, he stood up and all of the sudden it came out of him. Having to go and liquid intake affected the bladder. He didn¿t know how many pads he went through a day. The patient wanted to change programs to see if it would help his symptoms. He synched with the implantable neurostimulator (ins) and was on program 4 at 3.8 and stimulation was on. The patient changed to program 3, verified the lightning bolt was present and stimulation was on, increased to 2.2, but wasn¿t feeling any stimulation yet. He increased to 4.0 and still didn¿t feel any stimulation, although he thought he should be feeling stimulation. The patient thought maybe he would start feeling something later. There was a little hump where the incision was located and the device battery life was good. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.